Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient undergoing csf management surgery. It was reported that there was catheter leakage. No intervention was performed, and no broken pieces remained inside the patient. However, the product was considered damaged. As a result the procedure was completed with replacement devices.

Manufacturer narrative:
The returned product met the requirements for patency and leak testing. Proteinaceous debris was observed on the interior of the device. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device seeped from the IV lock soft rubber stopper.